Event description:
It was reported that during pre-test, the balloon would not properly inflate despite device being completely filled. There was no patient involvement reported.

Manufacturer narrative:
One tracheostomy tube was received for evaluation in relation to the reported event. Sample was received f in used condition, without original packaging and with its certificate of safe handling. Functional testing of the device was unable to confirm or replicate the reported event. The pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely and symmetrically, based on analysis the complaint is not confirmed. Root cause was unable to be determined as the reported event was not confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.